Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the a-unit of the charged coupled device unit section was broken and therefore the image quality was poor and the protector of the video cable section was cut. Based on the results of the investigation, a root cause could not be identified. Additionally, the a-unit of the charged coupled device unit section was broken and therefore the image quality was poor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the rigid video scope had poor contact between the optical fiber and the tower socket. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.